Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is being considered for knee arthroplasty revision due to reasons that are unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: rhk nexgen femoral component # 00588001602 lot # 62144828; nexgen all poly patella # 00597206535 lot # 62278930; rhk nexgen tibial component precoat # 00588000600 lot # 62062855; distal femoral augment block # 00599003620 lot # 61774514; prc agmt block post #00599003601*op9450 lot # 61762287; prc agmt block post # 00599003601*op9450 lot # 61785712; tibial block and screws # 00598800627 lot # 61546254; tibial block and screws # 00598800626 lot # 61006137. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08023, 0002648920-2017-00723 and 0001822565-2017-08022. This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to implant collapse. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.